Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) discussed the shock impedance had been stable around 100 ohms and then the impedance suddenly increased to more than 400 ohms. Ts provided troubleshooting recommendations and advised to check for noise. It was also discussed that the electrode would need to be replaced as the observations are consistent with an electrode fracture. The patient will have a breast operation following cancer and the physician decided to put on a life vest and program the s-ICD off. The electrode remains implanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) discussed the shock impedance had been stable around 100 ohms and then the impedance suddenly increased to more than 400 ohms. Ts provided troubleshooting recommendations and advised to check for noise. It was also discussed that the electrode would need to be replaced as the observations are consistent with an electrode fracture. The patient will have a breast operation following cancer and the physician decided to put on a life vest and program the s-ICD off. The electrode remains implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.